Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused edema of the face/tongue/uvula and throat irritation. The patient did report to receive medical intervention and has had physician consultations, hospitalizations and is taking prescribed medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 10, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging edema of the face, tongue, uvula, throat irritation, several allergists and ent consultations, taking antihistamine therapy related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed an unknown dust contaminant on the flip doors, pca, rear panel, bottom enclosure, inside iso port, observed black hairlike blower, blower box and blower seal, contaminant on the flip doors, and inside the bottom enclosure, found that the rear panel o ring had been pinched during assembly. A keratin like substance was observed on the blower box outlet, addresses the issue of keratin. Evidence of sound abatement foam degradation/ breakdown was not observed. Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and but not directly address the symptoms specified. The sections b1, b2, d8, d9, h1, h2, h3, h6 have been corrected and updated in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem, was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was hospitalisation, required iintervention, other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.